Manufacturer narrative:
Date sent to the FDA: 03/30/2012. (B)(4) - hernia recurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a ventral hernia repair procedure in (B)(6) 2011 and mesh was used. The surgeon reported that the mesh tore out of the sutures and tacks and it caused a recurrent hernia. This occurred approximately (B)(6) months post operatively. The patient was repaired with a different brand of mesh.